Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the ventricular leadless pacemaker (lp) exhibited high capture thresholds which resulted in loss of capture. The lp was explanted and replaced. The patient was in stable condition.